Event description:
I almost committed suicide. There is not enough space and I don't have the physical or mental energy right now. I'm having surgery to remove breast implants that have literally destroyed my life and I almost killed myself because of 6 yrs of multiple drs and specialists saying they don't know why I feel like I am dying. My surgery is (B)(6), I will mail all my documents. You better get a team ready. I have also developed brain tumor which many other women on a site of 109 thousand women also have and other countries have connected brain tumors and lung cancer to breast implants. Glad to hear we are so far behind in the medical field. I had no clue that there was even a chance these things could wreck out bodies. Trust me to be continued in the mail. FDA safety report ID# (B)(4).